Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device did not provide sufficient torque and rotation in order to cut the cranium. There was a 90 minute delay to the surgical procedure. It was reported that a spare device was available for use to complete the surgery successfully. There was patient involvement reported. It was reported that the current status of the patient is good. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.